Manufacturer narrative:
This device is class1 product so that 510k# is blank. We checked the returned unit and confirmed that the foggy image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the control body fluid damage, the u/d knob broken, the light guide fiber bundle (lcb) broken, the u/d lock lever broken, the light guide cable buckled, the light guide cable for control body buckled, the remote control buttons cracked, the electrical connector corroded, the root brace rubber flared, the insertion flexible tube (ift) perforated under the root brace, and the insertion flexible tube (ift) perforated under the root brace; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).